Event description:
The patient underwent catheter ablation for atrial fibrillation on (B)(6) 2015. The procedure was tolerated well, and there were no adverse events. On (B)(6) 2015, the patient was admitted for symptoms of pericarditis, including chest pain. A chest CT showed tiny pericardial effusions and tiny bilateral pleural effusion. The patient also had odynophagia and a suspected esophageal injury. On (B)(6) 2015, an egd was performed and an esophageal ulcer was identified. The patient was made npo, and the patient's injury was monitored for a week. On (B)(6) 2015, an egd was performed and an esophageal fistula was identified. On (B)(6) 2015, the patient had an esophagectomy for the esophageal perforation. The patient was discharged on (B)(6) 2015.